Event description:
Upon review of complaint files and further correspondence concerning this event, co is now reporting this event. It was reported by the dr's office that they saw flames coming out of the back of the sterilizer for one to two seconds. There were no injuries or property damage reported. This sterilizer has been taken out of service and is being replaced.